Manufacturer narrative:
The device was returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported audible noise, failure to achieve hemostasis and subsequent treatment appear to be related to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the suture retrieval issue. The reported deployment sound was not what was accustomed to was confirmation the needle and cuff did not engage resulting in the needle to cuff miss and subsequent failure to achieve hemostasis. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional procedure with a 6f sheath. Reportedly, the device was fully deployed without issue however, it did not achieve hemostasis. It was also noted that the deployment sound was not what was accustomed. Another closure device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.